Manufacturer narrative:
Other, other text: returned samples were received in unused physical condition. During the evaluation of the samples, no unusual function was noted on any of the returned samples. No discrepancies were detected in manufacturing. All tests were successfully passed by the returned samples. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that after 12 hourly dose of ketamine, the entire bag has infused over 1 hour, giving the patient 12 x the dose they were supposed to receive in that hour. The pump was still displaying 12 hourly infusion, and did not alarm until the line was entirely full of air, after which the patient had already received the medication overdose. No adverse patient effects were reported.